Manufacturer narrative:
The analyzer's serial number is (B)(6). The alarm trace showed a "sample short" alarm and an "abnormal reagent aspiration" alarm. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant albumin gen.2 results for 2 patient samples on a cobas c 303 analytical unit. Sample 1: the initial result was 0.133 mg/l with a data flag. The repeated result was 24 mg/l with a data flag. Sample 2: on (B)(6) 2025, the initial result was 0.495 mg/l with a data flag. The repeated results were 35.2 mg/l and 23.1 mg/l. The samples were repeated because the initial results were very low.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. A general reagent issue was excluded. The field service representative replaced and adjusted the sample probe. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.